Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had experienced a syncopal episode and a consult review was requested. Review of the presenting rhythm revealed intermittent right ventricular (rv) capture with small to no rv deflections, varying morphologies on the shock channel, and frequent premature ventricular contractions (pvcs). Technical services (ts) recommended further review with cardiology. It was also noted that hl heart failure index was above threshold, at 42. Additional information received indicated that the device was checked while the patient was in the hospital and was found to be functioning appropriately. This device remains in service. No additional adverse patient effects were reported.